Event description:
The issue was resolved following the patient upgrading the patient programmer. The device is delivering therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Event date is an estimation. Further information requested but not received.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. Patient intends to perform a software upgrade to resolve the issue.